Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where foreign objects came out of the distal end which prevented the forceps from being inserted into the instrument channel. However, the identity of the foreign material and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign objects come out of distal end and the forceps could not be inserted into the instrument channel. There was no patient involvement.